Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during post dialysis, a minimal amount of blood oozed from the middle part of the transparent silicone hose (extension tube). Blood transfusion was not required. There was no other product that was used, tego was not utilized, there was no luer connector problem and entoiodine was the cleaning agent. It was also reported that the device was removed and repaired. A new catheter was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device without packaging. The visual inspection of the device noted that the catheter was received. The distal end of the cannula was cut and disengaged. The extention tube on the blue luer adapter side was cut at the hub. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut at the distal end of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition of extension tube leak was confirmed. The file will be closed as misuse of product. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.